Event description:
Philips received a complaint by the customer on the v60 indicating that an error for high temperature had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that an error for high temperature had occurred. Device evaluation and repair are pending.

Manufacturer narrative:
The customer later reported to the remote service engineer (rse) that they had replaced the blower to resolve the issue. The customer replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.